Manufacturer narrative:
Per review of the data by the field service engineer (fse), the samples were not diluted. Fse performed troubleshooting and found crimped tubing on the drain line and a plugged vacuum line and performed repairs as necessary and the issue was resolved.

Event description:
A customer contacted beckman coulter inc. (Bci) reporting low patient results generated by the coulter lh500 analyzer for six patients. The results were flagged via delta checks. Two of the six patients were reported outside of the laboratory. All 6 patients were redrawn and recovered results that matched their clinical data. There was no death, injury or change to patient treatment attributed to or connected with this event.